Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However the report indicates that the endoscope accessory channel was not flushed, which can cause the device to clog when inserted into the endoscope. This is the most likely cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The physician could not get it to spray. The physician had the device in the endoscope and did not purge it [flush accessory channel with air], it clogged and would not spray. When the physician pulled the device out of the endoscope, a small amount of powder puffed out into the room. The physician used another hemostatic method to complete this procedure. The district manager has since in-serviced the customer on the instructions for use to flush the accessory channel with air. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.